Event description:
It was reported that the customer received a motor error alarm. The customer had a body scan done at a hospital. The insulin pump was in the same room as the MRI machine. His blood glucose level was 158 mg/dl. He was unable to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarms noted during testing. The device was unable to prime during prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery test were not performed due to prime and or fill anomaly. The motor was tested outside of the device and it passed. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.